Event description:
A customer reported that their pump declared alarm 20 during pumping, but it was noted that there was no reported adverse impact to the customer's blood glucose level. The customer had been experiencing cartridge alarms daily for the past three days, so technical support assisted the customer in loading a new cartridge using the proper technique. The customer was able to resume insulin therapy successfully, and a follow-up was planned to check if any further cartridge alarms occurred.